Event description:
It was reported to philips healthcare that the heartstart mrx "can't detect paddle" and the "three rubber points were burned." There was no reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.